Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The introducer, pusher, and implant were returned. The device was removed from the return packaging. The implant coil was found attached to the pusher; however, the pusher was found broken in half at the transition area. The proximal half of the pusher was sheathed in the introducer and was stuck. The implant, still attached to the pusher, had its tie knot area mostly intact. Though, just distal of the tie knot stretch damage of the implant coil was observed. The rest of the implant had some shape and few areas had kinks, offsets, and smash damage to the coil. The heater coil of the pusher was compressed. The body coil of the pusher contained overlap damages at a handful of areas. The break point of the pusher was examined closer where the lead wires protruding from the break point was found bending to the side. The other half of the pusher was stuck in the introducer and was removed by cutting the introducer off. The gold connecter of the pusher had some contaminates that was causing the pusher to be stuck in the introducer. Besides a kink in the hypotube of the pusher, the rest of the proximal side of the pusher did not contain any other notable damages. The introducer tip had slight damage and slightly bent. Based on the available information and evaluation of the returned device, a broken coil could be confirmed. While the implant was not found detached from the pusher or the implant itself was not broken, the pusher body coil was broken in half, which is what is possibly being described in the complaint. The break point of the pusher with bent lead wires suggest that breakage was due to the pusher bending, which is unlikely to happen during advancement in the microcatheter. It is unknown when the damage to the pusher occurred. A root cause could not be determined. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00236.

Event description:
It was reported that during an embolization treatment, the coil detached within the microcatheter. Both segments of the coil were removed in their entirety together with the microcatheter. There was no reported patient injury or intervention. The patient is reported to be good.